Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor intermittently lost bluetooth connection to the ilet while still showing glucose in the g7 app, resulting in unavailable cgm data on the ilet and temporary delay to automated therapy; troubleshooting included bluetooth toggling after which ilet readings resumed. The user experienced a glucose peak of 320mg/dl without associated clinical symptoms. Outcomes included a delay to treatment or therapy and no health impact. User support included interviews and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability-related intermittent communication failure associated with the device¿s electrical and magnetic subsystem, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.